Event description:
It was reported that during a skin stapling procedure, there were misformed staples and firing issues with the device. The site used a new instrument to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.